Manufacturer narrative:
The device remains implanted and in service. Should additional information become available, this report will be updated.

Event description:
It was reported that premature battery depletion was suspected. The estimated longevity previously displayed that there was 6 years remaining; however during a recent device check, a decrease of 3.5 years was observed. There were no other significant changes observed; however the battery usage is at 157%. The patient will be brought back into clinic for another device check in a couple of months. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the data confirmed premature battery depletion. Due to this anomaly, a technical services consultant recommended device replacement. No adverse patient effects were reported. The device currently remains implanted.

Manufacturer narrative:
The device will not be returned for analysis. The field representative informed boston scientific that the device was discarded. Objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that premature battery depletion was suspected. The estimated longevity previously displayed that there was 6 years remaining; however during a recent device check, a decrease of 3.5 years was observed. There were no other significant changes observed; however the battery usage is at 157%. The patient will be brought back into clinic for another device check in a couple of months. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the data confirmed premature battery depletion. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return, as it was discarded at the hospital.